Event description:
This is in regards to the babyation breast pump. I ordered the pump on (B)(6) 2022 and received it several weeks later. After one use, the suction stopped working. I contacted the company and they got on a video call to troubleshoot with me. One of the "posts" malfunctioned and they agreed to send me a new one. I got the new post, used the pump again and had the same issue. I contacted them again and they asked me to send the pump back. After another week or so they said they would send me a replacement pump. I've asked for a refund multiple times and they've denied it saying it's a medical device. I want to flag for the FDA because I don't think this company should continue to be able to push an ineffective and finicky product and then refuse to refund.